Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is unable to communicate with the external devices and is inoperable. Sjm representative confirmed the issue. The patient last recharged her ipg (B)(6) 2014. Surgical intervention is pending.